Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice and homechoice pro apd systems patient at-home guide gives the warning that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 12:13:05. During night drain cycle one, the patient's ultrafiltration reading was 1835ml, indicating the home patient (hp) drained 1835ml more than their maximum programmed fill volume of 1800ml. No additional information is available.